Manufacturer narrative:
Citation: spagnolo p feasibility of ultra-low contrast 64-slice computed tomography angiography before transcatheter aortic valve implantation: a real-world experience. Eur heart j cardiovasc imaging. 2016 jan;17(1):24-33. Doi: 10.1093/ehjci/jev175 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding feasibility of ultra-low contrast 64-slice computed tomography angiography before transcatheter aortic valve implantation: a real-world experience. All data were collected from single center between march 2011 and february 2013. The study population included 137 patients (predominantly female; mean age 80 years), 45 of which were implanted with medtronic corevalve device. (Serial numbers not provided). Among all patients intra-procedural, 30-days, and 12 months mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: peri-prosthetic aortic regurgitation, cardiac tamponade, arrhythmia, permanent pacemaker implantation, valve embolization, cardiothoracic surgery, major vascular complications and life threatening bleeding. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products.